Event description:
It has been reported to philips that during a dual chamber pacemaker implantation examination, the system malfunctioned. The procedure was postponed and completed at another time. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The dual chamber pacemaker implantation procedure was aborted. However, the preoperative preparation was already completed, and the surgical area had been disinfected and punctured. No philips field service engineer (fse) visited the site as the system is no longer covered by philips warranty. The customer has not reported to philips for repair. Therefore, no additional investigation or corrective action was possible or has been provided by philips. The issue was solved by the third-party subcontractor service, however; there is no information about the root cause or resolution. After the service was provided by the third-party contractor, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The dual chamber pacemaker implantation procedure was aborted. However, the preoperative preparation was already completed, and the surgical area had been disinfected and punctured. No philips field service engineer (fse) visited the site as the system is no longer covered by philips warranty. The customer has not reported to philips for repair. Therefore, no additional investigation or corrective action was possible or has been provided by philips. The issue was solved by the third-party subcontractor service, however; there is no information about the root cause or resolution. After the service was provided by the third-party contractor, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected. The catalog item identifier and the product UDI have been updated.